Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test as the indicator lights flashed on the front panel display. However, the device would not turn on during the power-on self-test. The onboard power supply pcba (printed circuit board assembly) was replaced with a known good lab inventory power supply pcba. The unit was reconnected and started again. This time, the unit was able to pass the initial power connect test, power-on self-test (p.o.s.t.) And the temperature display accuracy test with the diagnostic probe kit. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The power supply pcba is defective. All units being returned for service will have power supply pcbs replaced.

Event description:
The complaint is reported as: the unit has no power. The issue was detected prior to use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit has no power. The issue was detected prior to use on a patient.